Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, twisted bowel, inflammation, scarring, small bowel obstruction, small contusions on small bowel, stenosis of bowel, and edema. Post-operative patient treatment included revision surgery, hernia sac reduced, placement of abthera, extension of vertical surgical incision due to undeterimination of layer being preperitoneal fat or bowel, and wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, d6b, d8, e1 (facility name, street, city, region, postal code), h6 (patient codes, imf codes, ime e2402 updated to include: "diet sensitivity"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced diet sensitivity, pain, open wound, numbness of abdomen, seroma, recurrence, adhesions, twisted bowel, inflammation, scarring, small bowel obstruction, small contusions on small bowel, stenosis of bowel, and edema. Post-operative patient treatment included daily stool softener medication, exploratory laparotomy, reduction of small bowel, lysis of adhesions, revision surgery, hernia sac reduced, placement of abthera, reopening of laparotomy, creation of subcutaneous flaps, partial fascial closure, extension of vertical surgical incision due to undeterimination of layer being preperitoneal fat or bowel, removal of mesh, and wound vac.